Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 201 mg/dl. The customer stated that the air bubbles are the size of 2 cm. The customer stated that the air bubbles occurred after 12 hours. The customer stated that insulin was stored by room temperature. The customer performed the hp test and there were no leaks or fluid in pump. The customer will be sent a replacement reservoir.